Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va00u3p, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had experienced a loss of therapeutic effect following a fall. The patient asked if the device can cause pressure on a nerve? The patient fell and had pressure on that area. The patient fell in (B)(6) 2014. The patient was feeling pressure in her lower back, right hip and right glute and the it band. Patient services asked if this pressure started right away(suddenly) after the patient fell or gradually? The patient stated it was hurting and seemed to accelerate the pain. The patient noted she also has stenosis. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.